Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had their implantable neurostimulator (ins) removed in (B)(6) 2018 because the ins completely stopped working. The patient stated that they met with a manufacturer representative (rep) but they could not get the ins to work. The ins was removed, but the leads were left implanted and were used for a new device. Lastly, it was noted that the patient needed an MRI of the brain because of a tumor. The MRI guidelines were reviewed. There were no further complications reported or anticipated.